Event description:
Suction tubing disconnected from the valve at a very time in an infant resuscitation. The valve of the catheter could not be removed from the connecting tubing, requiring that the connecting tubing be cut. This resulted in a significant delay in attaching the meconium aspirator, in suctioning the airway and administration of supportive respirations with positive prssure. Infant was not injured.